Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was seen in the clinic and re-programming to only the ventricular fibrillation was performed and the ventricular tachycardia zone was "turned off." It was also reported the lead was showing signs of possible fracture or pending fracture. The physician suggested placing another lead; however, the "patient does not have access to pass a new lead. The patient is being monitored until a decision is reached by the patient and family and the patient is entertaining the option of turning therapies off."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead impedance measurements were normal and then "jumped" and were high. The patient was fitted with a life vest and following a lead/device revision connection procedure was performed. The physician tested the leads and reconnected to the device and there were no impedance variations afterward. The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following the lead revision procedure the lead displayed intermittent non-sustained ventricular episodes with over-sensing, the sensing integrity count was noted, and there was noise.